Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor paired successfully to the dexcom mobile application but failed to start on the ilet, with the ilet only showing pairing status until a configuration toggle from g7 to g6 and back to g7 was attempted. Symptoms included no glucose data available on the ilet. Outcomes included interruption of automated insulin dosing guidance due to lack of cgm data. Investigation included customer technical support review, verification of bluetooth connectivity, sensor re-pairing attempts, and device configuration toggle. Investigation of this case revealed a communication and pairing initiation malfunction between the ilet and the dexcom g7 sensor despite confirmed bluetooth functionality. It was concluded that a device-software communication issue prevented sensor warmup/start on the ilet, and further corrective action would be pursued if the configuration toggle did not resolve the issue.